Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg). Cause for bg unknown. Customer declined to troubleshoot with tandem technical support as bg level was decreasing.